Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported symptom. The reported condition of "battery malfunction, turn on and then off" was verified through a review of the event history log as improper shutdown events. Visual inspection found depressed battery contact pins causing the reported issue. The battery contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "battery malfunction, turn on and then off". There was no patient involvement. No additional information is available.